Manufacturer narrative:
With review of the available information, there is no indication of any related device malfunction or performance issue impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU):serious adverse events, including hemolysis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including medical management of maintaining arterial blood pressure < 85mmhg and therapeutic anticoagulation guidelines of maintaining an inr between 2.0 and 3.0, to minimize risks. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Thirty-seven days post hvad implantation this patient presented to the emergency department with complaints of hematuria and elevated mean arterial pressure (map's). No alarms were noted at this time. The patient was initially sent home but was advised to return to the hospital after (ldh) levels were found to have increased significantly. Preliminary log file analysis revealed power consumption at normal/ below operating ranges with 59 low flow alarms over the past two weeks. A computed tomography angiogram (cta) was suggested to evaluate the outflow graft. Echocardiogram results were negative for thrombus or obstruction. The patient's hematuria resolved on admission and ldh levels improved the following day. The pump will not be returned to the manufacturer for evaluation as it remains implanted in the patient.